Event description:
I have only had one contact from phillips about my recalled CPAP device. They offered only (B)(6) in monetary compensation or I could choose to wait for replacement. I chose replacement as the investment in the device is large and (B)(6) covers only supplies. Now I'm being penalized for choosing a new machine and still wait. I have not slept much in the last year because I will not risk inhalation of cancer causing foam. FDA safety report ID# (B)(4).